Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found upon power up in the pediatrics ward. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "broken cable" was confirmed and reproduced during device evaluation. The cause was due to physical damage to outer jacket of ac power cord. The ac power cord was replaced to resolve the reported problem. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.